Event description:
It was reported that 2 of the bd insyte¿ autoguard¿ bc shielded IV catheter was damaged. The following information was provided by the initial reporter: investigation found damage to the packaging on 2 of the units from lot number 3024408. A row was added to each grid to capture the defect of packaging found during investigation and not reported by the customer. Therefore, the ar code will remain fm and in the investigation record, the aa code will be packaging defective/damaged. The awareness date for this additional defect is 17aug2023.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received 15 sealed 20ga x 1.00in. Insyte autoguard bc pro winged units, 10 from lot number 3024408 and 5 from lot number 2340957. Through the visual inspection two units from lot number 3024408 displayed a foreign matter in the form of a black grainy matter in the packaging near the barrel. One unit from lot number 2340957 displayed a foreign matter that appeared as a solid silver foreign matter in the packaging. As the packages were sealed, it is likely that this incident occurred during packaging or manufacturing as a result of environmental factors, incoming material, or personnel. To mitigate the occurrence of these defects: operators perform cleaning per our quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. Two units from lot number 3024408 (separate from the foreign matter report) displayed damaged packaging in the form of cuts and a piece of small tape. This type of defect may occur during manufacturing in the packaging process. A device history record review showed no non-conformances associated with this issue during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.